Event description:
The customer reported the monitor has gone blank twice, and the system is intermittently displaying an overload fault. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane and gib board. System operates as intended. (B)(4).